Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing ke45 (thixotropic adhesive) at the forceps cover, a chip on the pink rubber, and a pinhole on cement at the light guide lens. There was no patient involvement.